Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 8 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient has recurrent b cell lymphoma and was undergoing chemotherapy treatment that made the patient''s inr erratic and supratherapeutic. The patient was switched to lovenox, but developed device thrombosis with pump stoppages. The patient underwent an emergent pump exchange on (B)(6) 2017. No further information was provided.

Manufacturer narrative:
Additional information. Device evaluation: the explanted pump was returned assembled with the driveline cut approximately 11 inches from the pump housing. The distal portion of the driveline was not returned. The explanted pump had been exposed to a fixative agent (e.g. Formalin, formaldehyde, paraformaldehype) before being returned to the manufacturer for evaluation. Examination of the pump found depositions of fixed blood in the sealed inflow conduit, the sealed outflow graft, and the outlet elbow. Depositions of denatured blood were found in the inlet stator, outlet stator, and around the rotor. All of the observed depositions appeared consistent with an interruption in flow. The interruption in flow also appeared to cause increased temperature in the pump, as indicated by a portion of the protective wrap around the driveline wires inside the pump housing being partially melted. However, a specific cause of the flow interruption could not be conclusively determined through the evaluation. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.